Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for the subtrochanteric fracture of the femur with the tfna short nail. Three months after the surgery, the screw hole of the tfna short nail broke, and a revision surgery was required. The date of the revision surgery has not been set yet. No further information is available. This report is for one (1) tfna fem nail ø10 r 125° l235 timo15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: manufacturing date: october 22, 2020. Expiration date: october 01, 2030. Part: 04.037.014s, 10mm/125 deg ti cann tfna 223mm/right ¿ sterile. Lot: 73p2701 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.912.3, tfna lock drive. Lot: 67p9673. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended. Lot: 52p7554. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Corrected material certification and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.2, lock prong 125 degree, tfna. Lot: 51p0221. Production order traveler met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80. Lot: 50p3768. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Visual inspection: according to x-ray pictures received from the customer, the tfna was observed with a broken condition at the screw hole and the screw intersection; this condition is related with the customer complaint regarding a broken condition. Based on the photo analysis, the customer complaint was confirmed. Dimensional inspection: since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Document/specification review inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Investigation conclusion: the customer complaint was confirmed. This investigation was performed based only on the photo provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.